Manufacturer narrative:
The reported event of no click sound heard while tightening the ventricle setscrew was confirmed. Analysis revealed the user of the wrench was partially inserting the torque wrench into the setscrew inset which is incorrect wrench insertion. This caused the wrench to lose grip and slip around in the inset as the setscrew was being tightened which then led to the stripping of that portion of the setscrew inset. The setscrew cannot be tightened while the wrench is stripping the inset and the wrench will not click. Lab testing found that with full and correct wrench insertion the setscrew tightened normally to the point of the wrench clicking. The problem in the field is related to the user¿s incorrect use of the torque wrench. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the ventricular lead could not be connected to the pacemaker. The physician elected to remove and replace the pacemaker to complete the procedure. The patient was in stable condition throughout.